Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The unit was taken to the biomed lab where it displayed a 'pcv not reached' and negative pressure on the bar graph. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the control board pcb and motor pump be replaced. The evaluation/repair of the device has not been completed.

Event description:
It was reported that, while in use on a patient a ht70 ventilator powered off/on and generated a device alert, motor fault warning message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.